Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited low pacing impedance. Programming changes on the sense configuration was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.